Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with their mio set and high blood glucose levels. The customer states the device was not delivering insulin. The customer's blood glucose level had been 600mg/dl, and soon after dropped to 59mg/dl. It was noted that the customer's sensor feature was on, but the customer did not use a sensor. The customer was assisted in turning feature off. Troubleshoot for the high was not able to be conducted due to customer call dropping. The customer was not able to be reached and a voicemail was left.